Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. The ICD and the lead under complaint were returned to biotronik and subjected to an extensive analysis. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. In a next step the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Furthermore, the pacing impedance measurement functions of the ICD were tested and showed no anomalies. The lead was found cut approx. 48.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. In the course of the visual inspection an insulation damage due to abrasion was noted in the distal area of the lead fragment. This damage can be considered the root cause of the low impedances reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with atypical tissue should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for these devices was re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the ICD proved to be fully functional. There was no indication of an ICD malfunction. The clinical observation resulted from an insulation damage of the lead. The analysis did not reveal any sign of a material or manufacturing problem for these devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that estimated 50 months after the implantation the homemonitoring system alerted twice due to pacing impedance being out of range (< 200 ohms). The events took place on (B)(6). The patient was called in for device check. During the follow-ups all parameters were normal. The lead and the associated device are still implanted and active.